Event description:
It was reported that an increase in the impedance and capture threshold, a decrease in the r wave sensing, and episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable and will continue to be monitored.